Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
It was reported that patient enrolled in a clinical study underwent right total hip arthroplasty on (B)(6) 2006. During post operative monitoring and testing, fluid and elevated metal ion levels were noted. Subsequently, a revision procedure was performed on (B)(6) 2014. A review of the invoice history confirmed the surgery dates and suggests that the modular head, taper adapter and acetabular cup were removed and replaced with competitor acetabular components and a biomet head. Additional information from patient's legal counsel reported patient allegations of pain, soreness, dysfunction, loss of range of motion, metal poisoning, metallosis, impairment and lack of mobility. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Operative report received noted patient underwent a left hip revision on (B)(6) 2014 due to pain, elevated metal ion levels and a MRI indicating a fluid collection. Operative report noted the presence of serous fluid and black-appearing fibrous tissue consistent with metallosis. The stem and acetabular cup were well fixed and remained implanted. The modular head and taper adapter were removed and replaced. A competitor's liner was added onto the biomet head.

Event description:
It was reported that patient enrolled in a (B)(4) study underwent right total hip arthroplasty on (B)(6) 2006. During post operative monitoring and testing, fluid and elevated metal ion levels were noted. Subsequently, a revision procedure was performed on (B)(6) 2014. A review of the invoice history confirmed the surgery dates and suggests that the modular head, taper adapter and acetabular cup were removed and replaced with competitor acetabular components and a biomet head.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ this report is number 3 of 3 mdrs filed for the same event (reference 1825034-2014-03119, 03150 & 03151).

Manufacturer narrative:
This follow-up report is being filed to relay that duplicated mdrs were filed for this complaint: (reference 1825034-2013-005945 and 2014-07247).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that these types of events can occur under possible adverse effects: 6. Inadequate range of motion due to improper selection or positioning of components. 14. Intraoperative or postoperative bone fracture and/or postoperative pain. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Event description:
It was reported that patient enrolled in a clinical study underwent right total hip arthroplasty on (B)(6) 2006. During post operative monitoring and testing, fluid and elevated metal ion levels were noted. Subsequently, a revision procedure was performed on (B)(6) 2014. A review of the invoice history confirmed the surgery dates and suggests that the modular head, taper adapter and acetabular cup were removed and replaced with competitor acetabular components and a biomet head. Additional information from patient's legal counsel reported patient allegations of pain, soreness, dysfunction, loss of range of motion, metal poisoning, metallosis, impairment and lack of mobility. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.